Event description:
It was reported that "the doctor indicates the pump is not holding baclofen." The refill hcp was trying to find a neurosurgeon to replace the pump. No patient symptoms were reported.

Manufacturer narrative:
(B)(4)